Manufacturer narrative:
One opened/used infusion set was inspected and manual prime test was performed using a new lab reservoir along with an insulin pump. Infusion sets failed per inspection with occluded tubing p-cap needle. Visual inspection was also performed and the infusion set was found with bent cannula. It was unable to confirm damage due to the customer returned the product opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose over 600 mg/dl. She changed the infusion set but then received a no delivery alarm when trying to bolus. The customer refused to treat with manual injection and wanted to connect the insulin pump to treat. Blood glucose was over 800 mg/dl. The customer mentioned she had been having issues with bent cannulas. The customer disconnected at the quick release and insulin did exit the tubing during prime. The customer removed the infusion set and found the cannula was bent. The infusion set was replaced and returned for analysis.